Event description:
Pt underwent cataract surgery on 8/22/96, and implantation of intraocular lens was attempted by surgeon. However, the surgeon said capsular contracture displaced the lens out of the visual axis. At 12 weeks postop surgeon performed an anterior yag-capsulotomy to reposition the lens. Lens dislocated into the vitreous. Lens was removed and a posterior vitrectomy was performed. After the vitrectomy, a sulcus fixated lens was implanted.